Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a ldg (laparoscopy-assisted distal gastrectomy) procedure, the clip was malformed. An endo cutter was used and it locked out at the first firing. Reinforcement material was not used. Other devices were used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.